Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the image acquisition system (ias) image flip button was pressed, the irradiation disable function was turned on. For the time being, the medtronic representative (rep) asked the physician to handle this by flipping the mobile view station (mvs) keyboard sideways instead of using the button on the pendant. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000529 ; product type: 2560-mnav - o-arm system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced the pendant. H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pendant into test system. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. All pendant functions actuated correctly. Visual inspection shown broken foil/ delamination of the laminate on multiple buttons. Worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Rev. 1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.